Event description:
It was reported that the inserter for ten does not function. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. No manufacturing related fault could be detected. However, since we received several similar complaints a CAPA was introduced for this instrument to avoid such occurrence in the future. The additional evaluation revealed that the inserter for ten was not functioning. Our investigation has shown that at the top 01 the inserter and at the t-piece and the blue plastic handle grip has marks 01 heavy hammer blows. Also we found stress marks at the chucks 01 the inserters. Based on these findings we suppose that excessive use caused the malfunction of this device. Applying high forces onto the nails during the insertion of a nail can also lead to a jamming of the nails in the chuck. In this relation we would like to mention page 20 of the technique guide where it is stated that just gentle blows should be applied onto the impaction surface of the inserter and that blows on the t-piece should be avoided. If higher forces are necessary the hammer guide (359.218) can be used.